Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-03, additional information was received from a foreign manufacturer representative (rep). Clarification for the patient's self injury was requested. The rep responded back with "fortunately there was no injury due to lack of baclofen restored therapy without inconveniences."

Manufacturer narrative:
The conclusion codes have been updated to include (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, lot# 0209969063, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1,000 mcg/ml at 379 mcg/day) via an implantable pump for an unknown indication for use. The patient reported feeling difficulty with movements. At a refill, the pump showed that it should have had a volume of 1.7 ml. When performing the puncture, the hcp obtained a return of 9.1 ml. The event date was noted as (B)(6) 2017. The filling was performed normally, and authorization was requested from the patient to perform a pump revision and catheter permeability under fluoroscopy. This was also described as a request for a pump and catheter revision procedure. Contributing factors were provided as "the last month the pte performed abdominal." Surgical intervention was planned. The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated. Pump logs were provided, with the earliest listed status from (B)(6) 2017, but no motor stalls or errors had occurred.

Manufacturer narrative:
The patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-06, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information reported the patient had severe pain, anxiety, and increased aggressiveness. No interventions occurred. The event was reported as "ongoing".

Manufacturer narrative:
Device codes have been updated to include (B)(4). Patient codes have been updated to include (B)(4) . The previously reported device code (B)(4) no longer applies to this event. The previously reported patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-06, additional information was received from a foreign manufacturer representative (rep). The previously reported statement, "the last month the pte performed abdominal" was clarified to be, "during the last month, the patient performed abdominal exercises not recommended by the hcp". It was noted at this time, the patient had not been authorized to perform the pump and catheter revision procedure. On (B)(6) 2017, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr) and it reported fluoroscopy was performed on (B)(6) 2017. It was verified that the operation of the pump was correct. The contrast medium did not reach the intrathecal space, so it was decided to do surgical intervention to check the catheter. On (B)(6) 2017, the pump was removed to check the path of the catheter. A lot of fibrosis was observed attached to it and removed. The hcp went to the lumbar area and entered the scar site of the implantation in l4. The hcp removed muscle and tissue, and observed the folded catheter at an approximate 45-degree angle that collapsed the lumen. The hcp proceeded to straighten the catheter and reinforced with a catheter from another manufacturer. The seriousness of the event was updated to "required in-patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-12, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information updated the identified device diagnosis from "pump reservoir volume discrepancy" to " catheter kink". Interventions reported were updated to state, "fibrosis removed near catheter, straightened kinked catheter and protected with venocath sheath. Diagnostic methods results were updated to state, "correct pump operation. Contrast medium did not reach the intrathecal space, so it was decided to do surgical intervention to check the catheter. Catheter was found to be kinked." The patient's signs and symptoms were also update; the patient entered the clinic as they began to feel in increasing discomfort and spasticity. They reported severe left arm-shoulder pain, especially at night and could last up to 24 hours. They also declared reduced sleeping time, presented pruritus, anxiety, difficulty breathing, aggressive behavior and self-injury due to increase of her pain. Additional information received reported a progressive recovery of symptoms was observed throughout the week. The patient's exit of the clinic was authorized on (B)(6) 2017. The event outcome was updated to resolved without sequelae on (B)(6) 2017.